Event description:
A customer reported encountering a cartridge change error with their pump. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pneumatic tap area, but the error persisted after loading a new cartridge. As a result, the pump was replaced under warranty. The customer was advised to use multiple daily injections as backup therapy and instructed on how to put the pump into storage mode before returning it to tandem using a pre-paid label.